Manufacturer narrative:
The customer reported event of 'blood clot tissue on the catheter' was not confirmed during visual inspection. The catheter functioned as intended, there were no device malfunction. During visual inspection, there was no indication of blood clot tissue on the returned catheter, the catheter exhibited normal amount of blood residue on the serpentine balloon. No physical damage was observed, the balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. Per zoll medical safety assessment, only limited information is available for his case. Patients in a critical condition are usually treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Event was not serious because it did not meet any criteria for seriousness (did not cause death, did not cause life-threatening condition, did not require treatment to prevent life-threatening condition, did not require new or prolonged hospitalization). Event assessed as possibly related to the zoll catheter due to relevant timing and location of possible clot.

Event description:
It was reported that during teaching, zoll representative was notified that after removing the solex 7 catheter from a patient, they felt had "bloody clotted tissue on it". The catheter was saved; however, it was not called in at the time of the event. The patient was still on the unit and there were no reports of patient injury sustained after the solex catheter was removed. No additional patient information was available.